Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: tired and low energy. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for unknown error messages; the customer was unable to recall the specific error messages that had been displayed. During the call, a blood test was performed by the customer non-fasting and produced test result of 115 mg/dl using true metrix meter. The test strip lot manufacturer¿s expiration date is 08/14/2024 and open vial date is (B)(6)2023. Product storage was not disclosed. The customer reported feeling tired and having low energy; medical attention was not needed at the time of the call.

Manufacturer narrative:
Sections with additional information as of 29-jun-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.